Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. The device was received by the philips bench repair on (B)(6)2019. An evaluation was unable to be completed by the bench technician and the reported issue was not confirmed. The parts were not made readily available and there was no communications between the customer regarding the status of the repair.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device does not start. There was no patient involvement.